Event description:
Patient states still has difficulties with photophobia. Patient was seen for 1 day, 1 week and then just returned 7 months post op. Patient states vision is good still has trouble with lights. Uncorrected visual acuity on (B)(6) 2013, was 20/20 on the right eye and 20/50 (mono visual acuity) on the left eye. Best corrected visual acuity (bcva) on (B)(6) 2013, 20/20 on the right eye and 20/20 on the left eye.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic is reporting this event only and did not request field service or clinical support. Placeholder.

Manufacturer narrative:
Patient chief complaint was transient light sensitivity syndrome (tlss). Placeholder.